Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for failed back surgery syndrome. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt called about their ins but also had a medtronic pump, therefore, selecting pump therapy. Pt reported they were in excruciating pain. Asked for event date. Pt said they had 9 surgeries and the pain started in 1999 when pt fell 30 feet. Pt said the trial device seemed to work perfect. But the permanent ins never helped. Pt also tried pain pump and other several things. Pt said this was their 2nd ins implanted a couple of years ago and after implanted, a rep and a couple of other people tried adjusting it to get where the pain was and nobody seemed to be able to get there. The whole time they never got it. Pt believes it was due to hardware in l section, the magnetic field cannot penetrate beyond that. Pt told them let it settle for a year or two and then pt will come back and 'something can work itself through'. Pss tried clarifying the notify date. Pt confirmed that it was around 2010 when medtronic became aware about the device not helping the pain but pt kept referring to their last ins and that the reps kept trying to adjust it to get to the center lower part of spine maybe 3 weeks after implanted but never got there.